Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the telescope exhibited damage to the tip of the light guide end surface. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was confirmed by olympus, and the malfunction could have caused due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, the root cause was unable to be specified. Olympus will continue to monitor field performance for this device.